Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic and x-ray inspection of the returned lead found several internal wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that the lead had fractured at the anchor site. Surgical intervention was undertaken wherein the lead was explanted replaced. Effective therapy was restored post operatively.